Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter city: (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as apd technique performed incorrectly by the patient. It was unknown if the patient was treated for the event. Hospitalization and patient retraining on the proper aseptic technique were not reported. The patient outcome and action taken with pd therapy were unknown. No additional information is available.